Manufacturer narrative:
No button error alarms noted. Down arrow button was unresponsive due to corroded keypad trace. Displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests were not performed due to unresponsive button. The device had scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad is unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.